Event description:
The customer reported that the system displayed a communication failure error message and the system was rendered unusable. A communication error will cause the system to lock-up or shut down. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The contacts on the gib, ffb and lemo connector were cleaned and reseated. The system was then found to be operating as intended.